Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "varus-valgus constrained implants with a mobile-bearing articulation: results of 367 revision total knee arthroplasties" written by nicolas reina, md, phd, christopher g. Salib, md, mark w. Pagnano, md, robert t. Trousdale, md, matthew p. Abdel, md, and daniel j. Berry md published by the journal of arthroplasty and made available online on 20 november 2019 was reviewed. Https://doi.org/10.1016/j.arth.2019.11.023. The article's purpose was to report mid-term risk of re-revisions, complications and clinical outcomes with mobile-bearing vvc implants. Data was compiled from 367 tkas that underwent revision tka with mobile bearing vvc implants between 1999 and 2013. Original implants are not identified. Revision implants were press fit sigma tc3 with rotating-platform. Cement manufacturer is not identified and patellar resurfacing is not discussed. Article reports a cumulative total of 26 re-revision this complaint captures the re-revisions, reoperations and complications. As patients may experience more than one adverse event, exact quantities of involved products cannot be accurately determined. Depuy products: tc3 stem, tc3 femoral, tc3 bolt, tibial insert, mbt tray, mbt sleeve, mbt stem adverse event(s): re-revision for periprosthetic joint infection (qty 15 cases). Re-revision for aseptic loosening (no further information provided - qty 6 cases). Re-revision for periprosthetic fractures (no further information provided - qty 3 cases). Re-revision for patellar maltracking (no further information provided - qty 1 case). Re-revision for flexion instability (no further information provided - qty 1 case). Reoperation for debridement for periprosthetic joint infection (qty 17 cases with 9 of these included in re-revision cases). Reoperation for open lysis of adhesions (no further information provided, qty 10 cases). Periprosthetic fractures (no further information provided, qty 9 cases). Manipulation under anesthesia for arthrofibrosis (no further information provided, qty 10 patients). Hematomas (no further information provided, qty 5). Persistent flexion instability that were initially revised for that diagnosis (no further information provided, qty 3 cases). Dvts ( no further information provided, qty 7 cases).